Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The manufacturing and material documents has shown that the present screwdriver has been manufactured in accordance with the specifications. The investigation carried out has shown that the first course of thread of the holding sleeve is deformed. The investigation with reference to the manufacturing and material documents has shown that the holding sleeve has been manufactured in accordance with the specifications. The investigation carried out with reference to the manufacturing and material documents has shown that the present screwdriver has been manufactured in accordance with the specifications. It is obvious that 1mm broke out from the side of the t25 drive and that the tips were twisted. The fractured surfaces are homogeneous which is in compliance with the conformity of the material. Based on these findings, we do not assume a manufacturing error.

Event description:
It was reported that the tip on both screwdrivers was cut off, thus the holding sleeve could not be assembled properly. Burrs can be felt on the course of thread, whereas the screw cannot be mounted completely. This is report 2 of 2 for complaint (B)(4).